Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The vibrator was vibrating every 3 seconds with the notification light flashing. After swapping the boards to another case, the unit powered up normally. The problem seems to be isolated to the circuitry that is attached to the case. Unable to perform the displacement test due to the blank display. The unit has multiple puncture marks on the keypad overlay. The unit also has multiple minor scratches and cracks on the lcd window none of which would prevent the user from reading and navigating the menus. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had few holes. Customer's blood glucose level was 120 mg/dl. Customer stated that the insulin pump had dropped. Customer stated the reservoir and insulin pump does not show signs of damage. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.